Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012. The field service engineer (fse) performed a routine system check and a high sensitivity (hs) system check. The analyzer failed the hs system check due to a pipettor motion error. The fse inspected the instrument and found the main pipettor was stuck over the reaction vessel (rv) shuttle assembly and several of the rvs were overflowing. The fse cleaned the spill and attempted to initialize the instrument. Initialization failed due to the main pipettor not being able to home properly. The fse replaced the x-axis home clip and the instrument was able to initialize correctly. The fse also discovered that reaction vessel (rv) sensor #1 was stuck in the "on" position. The fse cleaned the sensor and sensor board. Upon further inspection the fse also discovered that the mixer spinner for dispense probe #3 was caked with wash buffer salts. The fse removed the analytical module and replaced all moving parts associated with washing, cleaning and rv transport. The fse also found the incubator belt to be too loose.. The fse replaced the incubator belt and rv clips. The fse then performed all necessary incubator belt and main pipettor alignments, primed the analyzer and performed a routine system check which passed within the instrument's specifications. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2012-00157, 2122870-2012-00230, 2122870-2012-00158.

Event description:
The customer reported that erroneously elevated cardiac troponin (accutni) results were generated on the unicel dxc 600i synchron access clinical system for multiple patients across three days. This report represents the erroneously elevated accutni results, within the risk stratification range, generated for three patients on (B)(6) 2012. Beckman coulter inc. Assessment of customer supplied data indicated that repeat testing produced a lower result (within risk stratification range but outside of the assay's stated precision claim) for one patient, and lower results (within the normal reference range) for the other two patients. The erroneous accutni results were not reported out of the laboratory and hence no death, serious injury or modification to patient treatment was associated with this event. The samples were collected in plasma tubes without gel separators and were centrifuged prior to testing. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that, during the timeframe of the event, the instrument accutni quality control (qc) result for both accutni levels were within one to two standard deviations below the customer's established means. There was only one data point, on the low level qc, which resulted above the mean. Beckman coulter inc. Assessment of customer supplied instrument performance data also indicated that a calibration performed prior to the event generated acceptable results with an acceptable percent coefficient of variation. System checks performed prior to the event generated acceptable results.